Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed power and flow elevations; however, a specific cause for the events and the report of suspected thrombus could not conclusively be determined through this evaluation as no product was returned for evaluation. It was reported that the patient had pump power elevations. The submitted log file contained data from (B)(6) 2020 at 12:32:35 to (B)(6) 2020 at 10:55:23. The pump speed was set at 8600 rpm with a low speed limit of 8200 rpm for the duration of the log file. On (B)(6) 2020 and (B)(6) 2020, there were pump power elevations ranging from 7.0-10.2 watts and calculated flow elevations ranging from 7.0-12.0 lpm. Of note, the log file was filled with pi events, resulting in 240 pi events captured. The pump operated above the low speed limit for the duration of the captured data. Based on complaint history and similarly reported events, the power and flow elevations captured in the submitted log file is potentially consistent with a pump thrombus; however, a specific cause could not conclusively be determined as no product was returned for evaluation. Per additional information from the vad coordinator, the cause of the power elevations was most likely thrombus. The power elevations had not resolved, and the patient had sustained power elevations. It was later reported, that the patient¿s started to have pump stops. As a result, it was decided that the patient¿s pump would be disconnected, and the pump would remain off. The patient is doing well as their cardiac reserve is enough to keep them stable. No product is available for investigation. Heartmate ii lvas IFU, rev. H, is currently available. This IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing power spikes that return to baseline. The log file noted several power/flow elevations on (B)(6) 2020 and (B)(6) 2020. The data also showed multiple pi events occurring throughout the log. The cause of the power elevations is thought to be thrombus. The patient started to experience pump stops so the decision was made to turn the pump off. The patient's cardiac reserve is sufficient enough to keep the patient stable.